Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-6-b device of lot number: c995349 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted this file was created in response to a pmcf study ¿(B)(4)¿ to capture ¿ae1 - stent migration¿. The following were also raised in response to this pmcf study: 396051 - mdr2052 cook 204-148_ae2 evo-fc-11-6-b device issue: stent migration, inability to function: 396053 - mdr2052 cook 204-148_ae3 evo-fc-11-6-b device issue: stent migration, inability to function: 396056 - mdr2052 cook 204-148_ae4 evo-fc-11-6-b device issue: stent migration, inability to function: 396057 - mdr2052 cook 204-148_ae5 evo-fc-11-6-b device issue: stent migration, inability to function: 396058 - mdr2052 cook 204-148_ae6 evo-fc-11-6-b device issue: stent migration, inability to function the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: as per (B)(4) rev027 table 1; ¿historical data review¿ is not an investigation requirement for the complaint category type 'off-label use¿. Instructions for use and/label review: as per the IFU (ifu0062), stent migration is a known potential adverse event associated with biliary stent placement: ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ there is evidence to suggest that the customer did not follow the instructions for use/product label. Upon reviewing the complaint detail/events provided, it was noted that the device was used against the intended use outlined in the IFU. As per the IFU, the intended use is listed as ¿this device is used in palliation of malignant neoplasms in the biliary tree¿ while the complaint device was used to treat ¿calcifiante chronic pancreatitis¿, a benign condition, and is therefore deemed off-label use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off-label use was identified from the available information. The device was used for treatment of ¿calcifiante chronic pancreatitis¿, a benign condition, which is in contradiction to the device¿s intended use outlined in the IFU. Off label use complaints are unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The stent migration (ae1) detailed in the casebook was attributed to the off-label placement of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: as per the study casebook, downstream stent migration was observed 214 days post-stent placement. The patient required endoscopic stent replacement, which was successful, and the patient stabilised. The migration was deemed unrelated to the study device. Confirmed quantity of 1 used device. The investigation findings concluded a definitive root cause of off-label use for placement of the stent for treatment of a benign condition (calcifiante chronic pancreatitis). The stent migration was attributed to the off-label placement of the stent. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did experience an adverse effect of stent migration due to this occurrence. As per the patient casebook, the patient required the stent to be endoscopically replaced, after which the patient stabilised. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-oct-2023.

Event description:
Device issue: stent migration, inability to function: not documented, replacement: yes, direction: downstream, degree: not documented, no contributing factors documented, description of event: device issue: stent migration, relationship: device; not related, procedure; not related, ancillary: not documented, pre-existing: not documented, deficiency: no. (B)(6) 2015 - 214 days post procedure: device issue (biliary stent) stent migration: resolved (patient recovered/stabilized): new stent required. Patient outcome: resolved (patient recovered/stabilized) status: resolved, treatment: endoscopic; new stent, death: no.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.